Manufacturer narrative:
At the site of injury and last ablation cycle time at the site of injury was not reported, as the site of injury is unknown. Power was titrated from 25 watts to 35 watts. Irrigated catheter flow rate was 2ml/min during mapping, 8ml/min at low-flow rate, and 15 ml/min at high-flow rate. Patient received anticoagulant during the procedure with activated clotting time maintained at greater than 350 seconds. There is no information regarding shaft proximity interference value or catheter proximity. Thermocool smarttouch bi-directional sf catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter. There were no issues with the catheter or error messages observed on any biosense webster, inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17619015l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant medical products: 1.non biosense webster, inc. - st. Jude medical brk transseptal needle; 2.non biosense webster, inc. - st. Jude medical sl1 8.5 french sheaths x 2; 3.smartablate generator, model #: unknown, serial #: unknown; 4.carto 3 system, model #: unknown, serial #: unknown. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional sf catheter (stsf) and suffered a cardiac tamponade requiring pericardiocentesis. Post-procedure, a tamponade was noted and confirmed via the final ultrasound. Pericardiocentesis yielded approximately 300ml. Patient was reported to be in stable condition. There is no information regarding extended hospitalization. Patient outcome is improved. It was noted that the injury was detected post-procedure and that the time of injury is unknown. Patient remained hemodynamically stable throughout. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Physician indicated that he felt that the injury occurred while advancing the sl1 long sheath, prior to transseptal puncture. Transseptal puncture was performed with a st. Jude medical brk transseptal needle and st. Jude medical sl1 8.5 french sheaths x 2. Generator parameters included power control mode with standard smartablate/stsf settings. There is no information regarding generator settings at the time of injury. Overall ablation time was 52 minutes and 42 seconds with a total of 12 ablations. Overall ablation time.